Event description:
Lumenis received a report from a foreign distributor regarding adverse events involving 6 patients. However, it turns out one of those patients was a duplicate, and 2 others were handled in (B)(4) and (B)(4). Therefore, this case represents 3 patients; an incident form was received for each of the 3 patients, and therefore 2 more complaints will be opened for the 2 other patients. This pc represents patient 3 of 3. This is for patient (B)(6).